Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
A 10x40x80 evercross was used to dilate a lesion in a right subclavian stenosis. The evercross burst at 11atm. The balloon ruptured circumferentially and had to be retrieved. As a subsequent result, the patient reclotted and a permanent catheter placement was required to resolve the occlusive clot.